Manufacturer narrative:
(B)(4). Date sent: 11/04/2025. D4: batch # 314c50. Investigation summary: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a gold reload that appears that was fully fired with body fluids. The second photo shows the body cavity with surgical instruments. The third photo shows three package from top view with a label, code ecr60d lot: 314c50. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 314c50, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler's anastomosis was incomplete, and there was still bleeding at the incision. Then, intermittent suturing with silk thread was immediately performed to stop the bleeding. There was no patient consequence nor surgical delay reported. No additional information provided.